Event description:
It was reported, that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 550 mg/dl, while wearing the pod. The patient reports, they had received a communication error while activating a pod. The patient had not been wearing a pod for (B)(6) hours, prior to seeking treatment. Once at the hospital, the patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after (B)(6) hours.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine, if any product condition could have contributed to the reported required intervention and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.